Event description:
It was reported to target that during the procedure a gdc coil couldn't be deployed in the aneurysm. While pulling back on the coil it broke inside the pt. The physician used a retriever to pull out the broken portion of the coil. The pt's health was not compromised by this occurrence.